Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: a portion of the guide wire remains in the patient anatomy compressed against the vessel wall. Device issue: guide wire separation. It was reported that a 4.0 x 13 mm ultra stent was deployed in the ostial lad without problem. Intra-vascular ultrasound (ivus) was performed and everything looked great. The physician tried to reposition the guide wire distal to the stent, but the tip became stuck in the lumen (stent area) and upon withdrawal the tip detached. Ivus was performed to confirm that the tip was in the lumen. A non-abbott stent was used to appose the tip between the vessel wall and the two stents. Ivus was performed and everything look good. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4): results: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The tip coils were separated 1.2 cm distal to the center solder. The shaping ribbon was separated 2.5 mm distal to the center solder. The separated portion was not returned. The core was 1cm in length distal to the center solder and was not separated. The entire length of the tip coils were stretched out. There was no other damage noted to the guide wire. The guide wire was passed through a hole gauge up to the separation and this met manufacturing criteria. The returned portion of the guide wire was sent to the scanning electron microscopy (sem) lab for further analysis.